Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# unknown, implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving gablofen (1000mcg/ml at 220mcg/day) via intrathecal drug delivery pump. The indication for use was noted as cerebral palsy. It was reported that the catheter broke and migrated superior, possibly into the ventricle. It was unknown what may have cause the issue. Imaging was requested by the hcp. Image from (B)(6) 2019 showed a break in the catheter, a gap, then the catheter continuing in the upper thoracic and cervical spine. The catheter appeared to have migrated superior and terminated in the brain, per the hcp. Catheter and pump replacement was performed on (B)(6) 2019. The removable portion was explanted; a portion remained implanted (the portion of the catheter terminating superior remained implanted and there were no plans to attempt explant of that segment). A new catheter was successfully aspirated two times prior to closing the incisions. The pump elective replacement indicator (eri) was 8 months. It was unknown if the issue was resolved. The patient was "alive - no injury." There were no further complications reported at this time.